Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 6957j lead, implanted: unknown, 400358 lead, implanted: unknown. The initial reported event of fracture and infection was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the system was explanted due to infection. A lawsuit alleged that the lead was fractured and explanted. No further patient complications were reported as a result of this event.